Manufacturer narrative:
Additional excluder component included in this report: pxc181000/10668845. A review of the mfg records for the devices verified that the lots met all pre-release specifications. Imaging eval findings: available images were received attached to an email and were converted to jpegs. Images provided do not allow for eval in relationship to the event.

Event description:
On (B)(6) 2013, the pt was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, computed tomography scan revealed a type iii endoleak (component disconnection) on the contralateral side. The disconnection occurred between pxc141200 and pxc181000. The physician indicated that tortuous anatomy and a shrinking aneurysm contributed to the components becoming separated. On the same day, the stent graft system was relined on the contralateral side with an additional gore excluder aaa endoprosthesis (plc161200/11172045). The type iii endoleak was resolved, and the pt tolerated the procedure.